Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va1q428036, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 23-mar-2022, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient felt a shock on (B)(6) 2019. Some impedances were out of range. The patient was waiting for a lead replacement. No further complications were reported or anticipated.